Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit (i.e. Disconnection) by stress of repeated use, external factors, or handling, or that the components (i.e. Integrated circuit (ic) chip and capacitor), mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual, "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited no image due to damage on the charged coupled device unit. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the b5 findings, the following were found. A-rubber (bending section cover) was scratched and chipped. Damage to the insertion pipe, caused insulation resistance to not meet the standard value. The sw3 (switch) was scratched. Damage to the fe (forceps elevator) caused bending section to not be firmly fixed. Damaged sw2 (switch) is not operable. Lg-cover (light guide) glass was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.